Event description:
During the procedure, the physcian noted a single bubble approximately 20 minutes into the procedure. The balloon was inflated approximately nine times. The physician reviewed the imaging from the case and was not able to find an image showing the bubble. No patient injury was reported.

Event description:
During the procedure, the physician noted a single bubble approximately 20 minutes into the procedure. The balloon was inflated approximately nine times. The physician reviewed the imaging from the case and was not able to find an image showing the bubble. No patient injury was reported.

Manufacturer narrative:
The product was not returned; therefore, analysis cannot be performed. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. As the device was not returned for analysis, and based on the information available a definitive root cause cannot be assigned.

Manufacturer narrative:
Product was disposed.